Event description:
The manufacturer received information alleging a ventilator was delivering tidal volumes higher than the setting. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was allegedly delivering tidal volumes higher than the setting. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's power sensor pca was replaced to address the issue.